Event description:
The customer reported that the system key switch was broken and would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.